Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the board, checked the power supply for proper voltage, flashed the nodes and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.